Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. Customer's blood glucose level was 455 mg/dl. The customer did not have high blood glucose symptoms. He treated his high blood glucose level with the insulin pump. The customer found the infusion set outside his body and the needle portion had a small gap. The cannula was bent. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.